Event description:
It was reported the inserter was using the vps7220b lot v1301068 and received only yellow symbols on the console. Finally after the catheter was fully threaded, the console illuminated the blue bulleye symbol. As a result, a chest x-ray was taken and read to be in the axygos vein. After the tip was seen in the axygos vein they attempted to reposition the catheter by pulling back and flushing with saline. A second chest x-ray was taken and again the catheter was in malposition so they decided to exchange the catheter. There was a two hour delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.